Manufacturer narrative:
Customer returned pump for an alleged low battery alert, failed battery test, and low bg's found on (B)(6) 2021. Pump passed self test, active current measurement and displacement test; however, pump failed sleep current measurement. No unexpected low battery alarms and failed batt test during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further review, low battery alert on (B)(6) 2021 at 21:08:00.000 and failed batt test on (B)(6) 2021 12:35:26.000 was verified in pump downloaded history. Unable to confirm low bg's. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked corner of belt clip rails, cracked battery tube threads, corroded battery tube, and minor scratches on lcd window. In summary, pump passed required testing. Customer allegation for low battery alert and failed battery test was not confirmed. Unable to confirm low bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. The customer¿s blood glucose level was 52 mg/dl. Troubleshooting for low blood glucose was declined. Customer stated insulin pump had low battery alarm and battery only lasted 3 days. The insulin pump will be returned for analysis.